Event description:
It was reported that this right ventricular lead was surgically explanted due to loss of capture caused by dislodgement. This issue was confirmed with x-ray imaging. No additional adverse patient effects were reported. This report reflects information received by FDA in the form of a notification per 803.22 (b)(2).